Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvéderm® volux¿ into the jw1 and jw3. About one and a half years later, patient was again injected with juvéderm® volux¿ into the jw1 and jw3, 1ml. 2 months after the most recent injection, patient underwent an alfalfa treatment accompanied by massage and vibration, following the treatments, patient felt intense fatigue. The injection area on the left side has become tender with redness when touched, without fever, and the same symptoms seem to start on the right side. Although no nodules are present, localized edema is observed. No palpable ganglion. Patient ws already taking the medication reactin 20mg daily. 12 days after the adverse event onset, he healthcare professional recommended the patient to increase their reactin to twice daily and had them take motrin 600mg four times daily for 48 hours. There was no improvement seen so patient was prescribed clavulin for 10 days. The event reportedly resolved approximately 3 weeks after onset. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, the second injection of juvéderm® volux¿.